Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. In addition, the se found that the battery was not charging. The se replaced the battery and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.